Event description:
It was reported that the 128" (325 cm) appx 9.3 ml transfer set w/clave¿ clear, dual check valve, smallbore bifuse ext set w/clave¿ clear (green ring), 0.2 micron filter, spin luer had a leak. It was stated in the report that the filter was noted to be leaking on green lumen of PICC. There was patient involvement and no patient harm.

Manufacturer narrative:
D1: brand name: 128" (325 cm) appx 11.4 ml, transfer set w/nanoclave¿ t-connector, 2 check valves, smallbore bifuse w/microclave¿ clear (green ring), 0.2 micron filter, rotating luer d4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: no mc33332 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR was not reviewed, no lot number information was provided.